Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user was hospitalized after experiencing hyperglycemia and was diagnosed with diabetic ketoacidosis (dka). The user reported symptoms including confusion, vomiting, diarrhea, and inability to state her name, and was transported by her husband to the emergency room, where she was admitted. The user was treated with an insulin IV drip and was discharged on (B)(6) 2025. The user reconnected to the ilet on the day of discharge per healthcare provider instruction.

Manufacturer narrative:
The user experienced severe hyperglycemia with dka requiring hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical treatment, consistent with the reported hospitalization and insulin IV drip. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date, which persisted despite insulin dosing, consistent with insufficient insulin delivery due to a likely failed infusion set or another issue along the fluid pathway. The available information also indicates the user had other concurrent medical factors, including infection and reported neurological symptoms, which may have contributed to the hospitalization. Based on available information, the event was attributed to therapy delivery issues consistent with infusion site or fluid path problems, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.